Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned for evaluation.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion set. On (B)(6) 2019 at 1:50 am the patient changed his infusion set. At 6:20 am the patient woke up and received a blood glucose result of 413 mg/dl. The patient experienced elevated blood glucose symptoms of vomiting and weakness. After several hours the patient contacted his physician who advised him to go to the hospital. At the hospital the patient was treated with unknown fluids and an insulin IV. The blood glucose results obtained at the hospital were not provided. The caller reported that when the patient removed the infusion set, it was folded. The patient was scheduled to be discharged from the hospital in (B)(6) 2019.